Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker was asked ¿in your experience using inductigraft for implantation in place of cortico-cancellous or cancellous allograft or autograft bone, what delayed union/fusion rate did you observe at the 12-month follow-up?¿ the clinician responded: ¿1-5%¿ for the attribute: " patients experienced delayed healing " the respondent added the comment ¿infection." The same answers were for the question ¿in your experience using inductigraft for implantation in place of cortico-cancellous or cancellous allograft or autograft bone, what was the repeat surgery rate at the 12-month follow-up?¿ ¿1-5%¿ for the attribute: " patients experienced delayed healing " the respondent added the comment ¿infection." These events required surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information could not be obtained. No further information was available at the time of this report.

Manufacturer narrative:
Clarifying that the patients needed repeat surgery (previously reported as "patients experienced delayed healing"). The type of surgery being performed was orthopedic surgery (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.